Event description:
International customer reported that a tear was noted on the device three days after the device was initially placed in service. The device functioned normally up until this point. The device was removed from service as it was not longer required. No adverse patient consequences were reported.

Manufacturer narrative:
Conclusion - no conclusion can be drawn at this time. Should additional information be obtained, a supplemental form will be submitted accordingly. The actual device associated with this event is not known. International affiliate reports the following possible products: lot: jt7148, mfg: 03/01/2008, exp: 03/31/2013. Lot: jt7174, mfg: 05/01/2008, exp: 05/31/2013. Lot: jt7190, mfg: 06/01/2008, exp: 06/30/2013. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances, and the batch met all finished goods release criteria.